Manufacturer narrative:
The insulin pump passed functional tests. No unexpected alarms were noted during testing. The insulin pump had multiple a47 alarms in alarm history screen due to corrupted history file. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer had recurring signal too low alarms, unexpected restart alarms, and displayable history check failed on startup alarms. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.